Event description:
It was reported that the autopulse resuscitation system led screen does not light up when unit is turned on. Additionally, the shaft on unit is out of the home position and cannot be moved. Also lifeband cannot be removed. This incident was observed during a shift check there was no patient involvement. No additional details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.